Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the synfix® evolution aiming device holder (part # 03.835.004 lot # l972980) was received at us cq. The device was received in a disassembled state, all components were present. The device appeared to be in good shape and there were no obvious cosmetic/visual defects. Wear marks were present on the flange where the prongs of the locking sleeve mate with the core part. The flanges wear marks are consistent with normal wear as this indicates proper alignment of the tool. Upon magnification, one of the prongs were worn/slightly deformed. The noted prong is significantly smoother than the other prong. Functional test: proper use of the synfix evolution aiming device holder is described in the synfix evolution system surgical technique guide, dsus/spn/0416/1239(3) 05/17. From the disassembled state, the compression spring is placed onto the distal end of the core part and slid proximally until it hits a stop. The locking sleeve is placed over the distal end of the core part and slid proximally, over the compression spring. The black etched arrows on the locking sleeve are then aligned with the black etched lines on the core part. The locking sleeve is pushed proximally, compressing the compression spring, until the prongs on the locking sleeve engage the flange on the core part, effectively locking the locking sleeve onto the core part. To activate the locking mechanism the locking sleeve is compressed proximally until the black circular etch on the core disappears. All the steps were performed on the returned device at us cq. The device was successfully assembled after receiving it in its disassembled state. When fully assembled, the locking sleeve does remain locked onto the core. When releasing the sleeve, the sleeve releases past the lock and detaches completely from the core. It appears that the prongs on the locking sleeve are not re-engaging the flange of the core part after engaging the device. The complaint is confirmed as the holding sleeve detaches from the core after engaging the device. Manufacturing record evaluation: the received synfix® evolution aiming device holder (part # 03.835.004 lot # l972980) was manufactured at the hägendorf site on 06-sep-2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint was confirmed for the received synfix® evolution aiming device holder (part # 03.835.004 lot # l972980) as the sleeve detaches from the core after being engaged. Upon magnification, the prongs of the device appear to be worn/slightly deformed. Because of the condition of the prongs, the prongs are not properly engaging to the flanged portion of the core. When engaging the device, the sleeve is supposed to spring back to lock to the flange but instead the sleeve travels past the flange and detaches. Although no definitive root cause could be determined, the prongs of the device may have experienced unintended forces resulting in its worn state. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: product code: 03.835.004, lot #: l972980 , manufacturing site: hägendorf, release to warehouse date: 06. Sep. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported on (B)(6) 2019, a synfix evolution aiming device holder was not functioning while checking prior to an unknown procedure. The instrument should have a sleeve on it that pulls up for a detachable guide to hook into, however, the sleeve would not pull up, and when it does the whole instrument fell apart. There was no patient impact reported. This report is for one (1) synfix® evolution aiming device holder this is report 1 of 1 for (B)(4).